Manufacturer narrative:
Manufacturers ref# (B)(4). The additional information does not change the summary of investigational findings submitted in the last report. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received (B)(6) 2020: the site has clarified that the event of the type ia endoleak was not related to device and not related to procedure. The site did not provide any treatment for the event. They confirm it by this comment: "I confirm, regarding the difficulty of an intervention and the diameter don't grow." Additional information received on (B)(6) 2020: "the event was seen on a 2-years follow up visit on a CT scan. The endoleak type 1 a is located proximal, next to left subclavian artery. The event is marked as ¿ongoing¿ and patient is described with no symptoms. The site confirmed that there was a clinical event but no intervention. There were no evidence of stent graft migration and no evidence of collapse of proximal component. They haven¿t provided any treatment at this time and they have marked no relation to either study device or procedure.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Summary of investigational findings: a patient presented with a thoracic aortic dissection had a tevar procedure performed on (B)(6) 2017. The follow up CT showed fine results until 702 days post procedure were an endoleak type 1a was observed. No information about patient outcome or further treatment were provided. Imaging was not provided however; a clinical assessment was performed by a medical advisor based on the provided information. Per the clinical assessment performed by medical advisor: ¿I can¿t see any fault or failure of the device in this case. The initial result seems to have been excellent, with the type 1a endoleak only showing up on the 2-year scan. I would put this down to progression of the disease, and not to any device problem.¿ cook completed a review of the device history record for the final device and relevant subassemblies, and there was no evidence of device produced outside of specification. In response to this incident, cook also completed a review of the instruction for use for the device. Section 4.2 states the zenith alpha thoracic endovascular graft and ancillary components have not been formally tested in patient populations having the following conditions or characteristics: dissections. An exact cause for this event cannot be established. It is noted that the device is used outside of indication. Per the clinical assessment: ¿I can¿t see any fault or failure of the device in this case. The initial result seems to have been excellent, with the type 1a endoleak only showing up on the 2-year scan. I would put this down to progression of the disease, and not to any device problem." Based on this a likely cause is related to disease progression. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under PMA/510(k) p140016. H6)device code: 3191 - appropriate term/code not available for endoleak. Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: endoleak type 1a. At time of enrollment the patient presented with a thoracic aortic dissection. On (B)(6) 2017 (day of procedure), the pre-procedure imaging was performed. It showed no calcifications of main access vessel. There was no vessel wall thrombosis in the aortic necks > 50% of circumference. The maximum aneurysm diameter was 65 mm. Proximal neck diameter was 30 mm and proximal neck length was 30 mm. Distal neck diameter was 30 mm and distal neck length was not measured the characteristics of the proximal neck was tapered and the distal neck was straight. The primary indication for treatment was thoracic aortic dissection. On (B)(6) 2016 the patient underwent a successful procedure due to her thoracic aortic dissection. No reportable adverse events were observed on completion angiogram. On (B)(6) 2017 (57 days post-procedure) a follow-up visit showed a maximum dissection diameter of 50 mm. The total length of covered aorta was 201 mm. The false lumen status at level of stented segment of the aorta was completely thrombosed. The false lumen status above stented segment of the aorta was completely thrombosed. There was an antegrade progression of dissection. On (B)(6) 2018 (353 days post-procedure) a follow-up visit showed a CT-scan with maximum dissection diameter of 28 mm and a total length of covered aorta on 201 mm. On (B)(6) 2019 (702 days post-procedure) a follow-up visit showed a CT-scan with maximum dissection diameter of 49 mm and a total length of covered aorta on 201 mm. Also, a proximal type 1a endoleak next to the left subclavian artery was observed. The patient had no symptoms. There was also evidence of false lumen perfusion at stented segment of aorta. Additional information received 24jun2019: "the antegrade progression of dissection was not seen on any imaging after the 57 days post-procedure." Patient outcome: the patient remains in the study.